Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Upon analysis, it was reported that the outer insulation was breached within 20 cm of the electrode end.

Event description:
It was reported that during the implant procedure, the lead had high impedance and during assessment, failed to function in vvi pacing. The lead was not used. No patient complications were reported as a result of this event.